Event description:
It was reported that the positioning and compression device causes discoloration. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the positioning and compression device caused discoloring. The conducted investigations confirmed that the pcd shows traces of wear in the area of the cavity. The examination on the basis of material and manufacture documents concludes that the part was produced according to the specifications. The article was produced according to the specifications. There are no production errors.